Event description:
It was reported that the patient developed pneumothorax, dyspnea and tightness while breathing during the procedure. A stat x-ray postop showed signs of an area of collapsed left lung. Physician feels that this took place during subclavian sticks to obtain venous access and a small amount of air was also noted in the syringe. The device was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead x2 implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Redacting report: further follow up response was received and it was determined the pneumothorax was suspected to be caused by the needle upon performing subclavian needlestick for venous access.